Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a drill bit broke during reaming intraoperatively. There was no patient involvement. This report is 1 of 1 for (B)(4).

Event description:
Event happened intra-operatively during a wet lab so there was no patient involvement.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: investigation of complained drill bit confirmed that the distal tip is broken off. Instrument returned incomplete for investigation as broken part of the distal tip is missing. Relevant dimensions could not be measured due to the damage incurred. Further investigation on documentation for material and manufacturing shows that the instrument produced in april 2013 meets specification. No failure in material or manufacturing could be detected. Without any further details it is unfortunately not possible to determine the exact cause of the tip damage. It is likely that an unforeseen high mechanical force lead into a material fatigue which caused the tip damage. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.